Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information added to fields: b5, d8, d9, h3, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the bending section cover adhesive was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress problem was identified, problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm. No additional information was received from the customer.

Event description:
It was reported the bronchovideoscope had deep scratch marks where they go to put instruments in. The issue was found during reprocessing..

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.